Event description:
A report was received that the patient was experiencing hives. The physician believed that the hives was not device related. The patient was applied an allergy kit and the result was negative as well as blood work. The patient was prescribed anti-inflammatory and was doing well.